Manufacturer narrative:
Concomitant medical product: d224drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was infected due to persistent bacteremia. Th e device, right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced at a later date. No patient complications have been reported as a result of this event.